Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon eval, there was an open pulse wire between the distribution node (dn) and ECG electrode b. The cause of the check te pad messages is the open pulse wire. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt's nurse contacted zoll to report constant check belt messages. The pt was issued a replacement electrode belt.